Event description:
The ventilator had an odor of overheating. The ventilator was not in use on a pt therefore there was no pt harm. The international distributor's service technician verified the reported problem. The service technician reported the ventilator was operating when first received from the customer, but would not power on upon service evaluation. The service technician replaced the power supply to correct the problem. The power supply has been returned to the manufacturer for failure analysis.